Event description:
It is reported that in 2008, the surgeon was performing a routine hip replacement. Upon seating the liner, the surgeon had a hard time confirming if liner was engaged in cup. He then removed liner and tried to re-insert. The clips were moving in unison but seemed to be a little spread apart. The surgeon felt liner was in place and did not want to pull liner out again. He proceeded to trial, put in final implants and closed.

Manufacturer narrative:
Evaluation summary: it was reported that the surgeon had difficulty confirming that the poly liner was fully seated in the acetabular cup. The liner was removed and reinserted, and it was noted that the c-clip tabs were moving properly but seemed spread apart. No product was returned for evaluation, as the liner was implanted. The exact cause for the possible inability to seat the liner initially cannot be determined at this time. However, temporary misalignment with the shell locking ring or misalignment of the liner with respect to the shell may have contributed. H6: evaluation codes: method/results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.